Event description:
Customer reported receiving unspecified high and low readings on his adc blood glucose meter on unspecified dates and times. Customer additionally reported being hospitalized twice as a result of the readings issue. Customer reported receiving erratically high readings of 300 mg/dl in addition to low readings between 50-60 mg/dl, however, it is unknown when these readings were obtained in relation to the reported hospitalizations. No diabetic diagnosis or third-party treatment was specified. No additional information was provided by the customer as he declined to continue troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1457362) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.